Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted hemicolectomy procedure, when the device was being opened, it was noticed that the blister was damaged and the tyvek was easy to pull back. The account stated that they were uneasy using the device, not sure if the device was still sterile. Another device was used to complete the case with no patient consequence.